Event description:
The customer alleged that the device became inoperative while on a patient. There was no patient harm or change in therapy as a result of the malfunction. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing and a thorough visual inspection revealed no anomalies. No parts were replaced.